Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to try different charging methods and discovered that using a different charging cable resolved the issue. Technical support informed the customer that non-tandem supplies should not be regularly used and arranged to send a replacement wall adapter and charging cable with expedited shipping.